Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Boston scientific company representative reported that the ra lead dislodgement was observed and confirmed through x-ray. A repositioning procedure was performed. The patient condition was fine. The ra lead remains in service. No additional adverse patient effects were reported.